Manufacturer narrative:
Legal manufacturer: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a check of the system and confirmed the reported issue. The soda lime canister was replaced and all o-rings were lubricated to resolve the reported issue.

Event description:
The hospital reported a leak large enough to prevent mechanical ventilation. There was no report of patient injury.